Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected low battery or low reservoir alarms were noted. However, moisture damage was found on the motor and lcd board. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, a broken belt clip slot near the battery tube, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, damage and moisture damage on the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual shots and the pump. The customer's current blood glucose was 577 mg/dl. The customer noticed a leak and smelled insulin. The customer stated that she spilled about 30-50 units of insulin during fill tubing. The customer mentioned crack and chipped piece off reservoir compartment. The insulin pump was returned for analysis.